Event description:
Medwatch report explained that the retractor broke while doing a cranial procedure-had to be held manually to finish procedure. Patient not harmed. In phone conversation with the customer on (B)(6) it was explained that there was no delay in the procedure as a med student scrubbed in and held the site open. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the evaluation of the instrument revealed that the latch is out of adjustment. It appears that the latch was manipulated resulted in bending, the bent nature of the latch prevents proper function. The exact manner in which the latch became bent can not be verified, however; the latch can be easily manipulated / bent. It is likely that handling/manipulation by the customer resulted latch becoming bent. This instrument was evaluated by the engineering department and it was verified that there were no "broken" components or other defects noted on this instrument. This complaint is associated with manipulation of the latch and is not associated with manufacturing defects. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.